Manufacturer narrative:
Device mfg records were reviewed. Reviewed of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Reporter indicated a pt developed an infection at the vns generator and lead sites that was believed to possibly be related to fall trauma disrupting the healing process, as the pt had recent vns generator and lead implant surgery. The pt was placed on bactrim and doxycycline antibiotics, which he is to continue for three more weeks. At the recent office visit on (B)(6) 2011, the infection was healing. Cultures of the wound sites was not done, but it is suspected the pt had a methicillin resistant staphylococcus aureus infection per the reporter.